Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter was returned for evaluation. The catheter body appeared to be in good condition over all, although the catheter tip was received bent. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no open, intermittent or short or conditions observed. The balloon inflated clear and concentric and did not leak. No visible damage to the catheter body was observed. Visual examinations were performed with the unaided eyes. The customer report of pacing difficulty could not be confirmed; however, the catheter tip was found to be bent. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.